Event description:
During an angiographic injection with contrast, it was reported a leak was noted proximal of the catheter. The catheter was removed from the pt and it was found ruptured at approximately 1cm from the distal tip. No pt injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 7.2 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by over-pressurization as a result of an undetected kink or other obstruction within the catheter. The IFU includes a warning "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded." Catheter rupture. (B)(4).